Event description:
The customer states that a false positive result of 20.5 iu/ml was generated on one patient sample processed using the axsym toxo-g assay. The sample was repeated, obtaining reproducible negative results. There was no adverse outcomes reported related to this issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer noted the bulk solution #3 pump appeared greenish in color and appeared to be leaking. A field service representative (fsr) replaced the solution 3 pump, replaced and calibrated the sampling and processing probes, and decontaminated the tubings for circuits 1, 3, and 4. The fsr ran verification testing including toxo igg controls to verify the instrument function after service. The fsr noted the discoloration and leaking in pump #3 is the probable cause of the erratic result generation. The axsym system operation manual contains adequate information for resolving erratic result issues. The toxo igg package insert contains adequate information on specimen collection and preparation, cautions and limitations of the procedure. A service history review found no additional complaints have been documented on axsym serial number 11115 since the fsr replaced the solution 3 pump and no adverse trends were identified for the issue being evaluated. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-01, or the axsym pump related to the issue under evaluation.